Manufacturer narrative:
A user interface printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the display on a 980 ventilator failed. Although requested, information regarding the intervention taken on the behalf of the patient and patient outcome has not been provided. The service engineer (se) inspected the device and found a diagnostic code in the ventilators memory logs. The se reseated the user interface printed circuit board (pcb) cables and the graphical user interface (gui) cable. The se performed calibrations and extended self-testing on the device and all tests passed.